Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device wasn¿t working for the patient since they had an accident back in (B)(6) 2019; they feel like the accident ¿may have discombobulate something.¿ it was noted that they made an appointment to meet with their healthcare provider back home, but that didn¿t work out because the hurricane came. The patient was provided with healthcare provider listings for the area they were currently in. No further patient complications are anticipated or expected as a result of this event.